Manufacturer narrative:
B3: event date: it was reported that the event occurred "during the week of 23-october-2025." H11: the device was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Use of the titanium adapter with non-vantive devices represents off-label use. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified difficulty during use with a titanium adapter and unspecified non-vantive device that included a ¿burette¿ and an ¿extension set¿. If was further described that the "distal tip of the burette did not fit the extension set" and "it was necessary to remove the device 6 inch set device and titanium adapter in order to proceed with the infusion of the dialytic solution." It was reported that peritoneal dialysis (pd)was performed "directly into the peritoneal dialysis catheter outlet". Subsequently, the patient developed peritonitis. It was reported that the patient was discharged from the hospital on an unspecified date. Treatment for peritonitis was not reported. It was reported that the patient recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.